Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced tubes/ extenders with molding defects that were used. This event occurred 50 times. The following information was provided by the initial reporter. The customer stated: (B)(6).

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-09-27. H.6. Investigation summary: bd received one (1) sample and two (2) photos from your facility for investigation. The sample and photos were evaluated and the indicated failure mode for collapsed tubes with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd confirms the reported defect of collapsed tube. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends. Note that there are potentially varying degrees of tube collapse, based on the temperature and duration of time at elevated temperature. Mildly collapsed tubes will retain vacuum and only show minimal deformation. Mildly collapsed tubes will draw appropriately but may not be able to be processed on laboratory instruments (e.g. May be slightly bowed and no longer fit in a rack). As long as the vacuum is retained and the tube fills appropriately, the tube will function properly. Fully collapsed tubes appear flattened, twisted, and visibly deformed. Fully collapsed tubes retain little or no vacuum and therefore cannot be drawn to an appreciable volume. These tubes are easily identified before use by the healthcare worker, so there is no potential impact to the patient. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced tubes/ extenders with molding defects that were used. This event occurred 50 times. The following information was provided by the initial reporter. The customer stated: customer is reporting deformed tubes. They were able to draw the full volume of blood with any issue. The defect was detected after blood draw.